Manufacturer narrative:
Insulin pump received motor error alarm and failed the displacement test due to a motor encoder signal out of phase. Unable to perform the basic occlusion and excessive no delivery tests due to the displacement anomaly. A scratched lcd window was also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported having a lot of problems with the insulin pump and her blood glucose has been over 500mg/dl as well she has not been eating much. The caller stated that the insulin pump alarmed motor error. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run the displacement test and the test failed. During the call, the customer stated that she was hospitalized for about two weeks, and then she was sent to nursing home for a couple of weeks. The customer stated that she experienced high blood glucose and fell down real hard in the kitchen and passes out. No further information was provided.